Manufacturer narrative:
The event date occurred in (B)(6) 2021.

Event description:
During a follow-up in clinic, an increase in capture threshold, high pacing impedance, and low sensing measurements were observed on the right ventricular (rv) lead. Diagnostic imaging was performed, however, were inconclusive. The rv lead was capped and replaced. The patient was stable.